Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the drain was obstructed and the guidewire exited out a hole in the distal tip of the device. The patient was treated for breast cancer with liver metastases obstructing the common bile duct. The expel drainage catheter was placed successfully in the biliary. However, approximately one month post procedure, the drain was noted to be obstructed and was not functional due to bile reflux. An attempt to pass a non-bsc guidewire through the catheter was not successful as the guidewire exited out a hole in the distal tip of the device. The expel catheter was removed and a non bsc catheter was placed. No further patient complications were reported and the patient¿s current condition is stable.